Event description:
It was reported that the safety bar did not catch the safety hook when unloading the patient from the ambulance. It was reported that the paramedic strained their back during the incident and is going to see a doctor. Further information was not provided.